Event description:
Reportedly, during pt use, it was found that when the battery was connected to ac power supply, it would charge up to 50%. Upon disconnecting from ac power, the unit switched to the backup internal battery. The pt was manually ventilated and transferred to another unit. There were no adverse pt effects reported.

Manufacturer narrative:
Although requested, additional pt info was not provided.